Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection found defects to the outer case and odorous, the functional evaluation established a relationship between the device and the reported event, the device vacuum pump seals had failed, which would contribute to the suction failing. Medical/clinical investigation concluded, without the requested patient specific information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A risk management review has taken place, the risk files contain details relating to the device maintenance screen, resulting in no harm. The instructions for use detail guidance with regards to the maintenance notification, displayed when annual maintenance is due, this not a fault it is there to alert the user. The message displays each time it is switched on. During therapy press to accept the message, upon completion return the device for servicing. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. Complaint history has been reviewed with similar instances found, however it is deemed that no further action is necessary in relation to this complaint.

Event description:
It was reported that the device displayed a constant alarm and the message "system error, maintenance required". The pump was turned off and then restarted, but the alarm persisted and the suction failed, resulting in the treatment being suspended. A backup was not available.